Event description:
Additional information received on (B)(6) 2015 noted that, according to the complainant, the patient experienced pain and disability.

Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.